Event description:
It was reported that the pt had a dialysis catheter previously placed in their internal jugular and was now returning to undergo dialysis. They found that the extension line hub had broken/cracked. As a result, a cannon ii plus repair kit was used. They do not know if this caused a delay in treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.